Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced energy shield monitor (esm), motor and board to resolve the issue. The system was verified and ready to use. Isi has received the devices for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that the energy shield monitor (esm) was not detected, and the user had already attempted to restart the esm. The tse then had the user restart the system, after which the issue reappeared shortly after firing monopolar energy. The tse instructed the user to perform a hard restart of the system and esm, which temporarily cleared the issue. The tse then asked the user to actuate the monopolar pedal in rapid succession to stress the system; when they fired monopolar again, the system errored once more. The user chose to continue the procedure using a third-party instrument instead of monopolar energy. No known impact or patient consequence was reported. A procedure delay was reported.